Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the light source had no picture after plugging the scope into the stack. The issue occurred during preparation for use on an unspecified procedure. There were no reports of patient harm associated with the event.

Event description:
It was reported that the image issue occurred at the beginning of a diagnostic colonoscopy procedure. However, while troubleshooting the issue, the customer identified that the monitor had not been powered on. Although the incident caused more than a 15-minute delay, the issue was resolved, and the procedure was completed using the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, it was determined that the reported image issue (no image) was due to the monitor not being powered on. Therefore, it was determined that issue was caused by user handling. The event can be detected/prevented by following the instructions for use (IFU) in section: ¿9.2 troubleshooting guide¿. This supplemental report includes information added to b5 and h4. Olympus will continue to monitor field performance for this device.